Event description:
Medical affairs was unable to get in contact with the patient and sent a letter to obtain more clinical information. The patient called alleging that the meter was set to the incorrect unit of measurement. The patient was not feeling well and went to see their physician. Physician tested the patient; however, there is no information on what the reading was and provided the patient with additional medication. The meter was previously set to the correct unit of measurment and the patient does not recall going in the set up mode and changing the unit of measurement. Due to a spontaneous / intentional power interruption, the meter reverted from the "mg/dl" to the "mmol/l" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable due to a malfunction.